Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a user facility regarding a patient receiving and unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported there was a catheter break and supposedly had a residual piece of catheter in their spine. The patient also had a cerebrospinal fluid (csf) leak around the time that the catheter was replaced. It was unknown where the spinal catheter was or whether the broken spinal catheter could be sitting half out of the spine. The event date was unknown. The patient's weight was (B)(6). No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) device malfunction.